Manufacturer narrative:
On february 26, 1998, the lawsuit filed against safeskin corp by the plaintiff alleging injuries resulting from exposure to safeskin product(s) was dismissed. Preliminary discovery & sales trace revealed that safeskin products could not have possibly caused the plaintiff's injuries.

Event description:
No detais available. Information provided from lawsuit. No prior complaint documented.